Event description:
It was reported that the pacemaker exhibited atrial undersensing. Technical services (ts) was contacted, and ts discussed programming options. The pacemaker system remains in service. No adverse patient effects were reported.